Event description:
The pt reported intermittent stimulation, after undergoing a spinal fusion. It was reported that electrocautery was used during the spinal fusion. The surgeon decided to replace the pt's system. Device labeling warns against the use of monopolar electrocautery.